Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure using a farawave pfa catheter the port of the flushing line detached. The catheter was replaced with another farawave pfa catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter is expected to be returned for analysis.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure using a farawave pfa catheter the port of the flushing line detached. The catheter was replaced with another farawave pfa catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter has been received for analysis.

Manufacturer narrative:
Upon device return and inspection, it was observed that the flush line connector was detached from the catheter. Additionally, images of the device were provided from the procedure that showed the detached flush port. The reported event was confirmed the reported luer detachment through returned product testing. Analysis revealed the luer and strain relief was detached from the catheter flush line. Investigation confirmed that the catheter passed all passed all testing and specification requirements throughout the manufacturing process prior to distribution. Improvements have been implemented in the manufacturing process to strengthen the adhesive bonding between the strain relief and flush luer.